Event description:
A customer contacted baxter's technical service center to report receiving a low drain volume alarm. The hp had no complaints of discomfort. The cg mentioned the hp had drained approximately 5400ml of solution at the end of the last therapy during drain 7 of 7. The cg confirmed the hp's fill volume is 2500ml. The cg also mentioned they had encountered a lot of low drain volume alarms and had to bypass a majority of them. This event meets overfill criteria. On (B)(6) 2010 product surveillance contacted the hp peritoneal dialysis nurse (pdn) regarding the low drain volume alarms and high drain volume. The pdn stated she was unaware of the high drain volume. The pdn requested a swap of the device. The pdn stated the hp has not reported any symptoms or other drain volumes that meet increased intraperitoneal volume (iipv) criteria. The pdn confirmed there was no patient injury or medical intervention associated with this report and that the hp was doing well with the following treatments. No allegations were made against any of the hp's dialysis products.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The rite (return instrument test/evaluation) test was performed when the device was returned to the baxter tampa bay facility for evaluation. The device passed the homechoice rite functional test and the homechoice rite electrical test. The cover was opened and an internal inspection performed. No problems were revealed during this inspection and all connections were correct and secure. The log recorded no ultrafiltration volume per cycle that exceeds the current increased intra-peritoneal volume (iipv) criteria. The reported issue of iipv- adult was unable to be confirmed in the logs or duplicated during pal evaluation. The cause of the iipv was undetermined. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).